Event description:
It was reported that post-implant, the patient experienced low blood pressure and difficulty breathing. The patient had developed pericardial effusion and tamponade. The cause of the effusion was unknown. The lead was left in place and a pericardiocentesis was performed. Following the event, the patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.